Event description:
The patient was having an open reduction internal fixation of right humerus and a right ulnar osteotomy wedge repair. While the physician was drilling one of the locking screws on the lateral side the drill bit likely engaged against another screw and the tip broke. It was completely contained within the bone and underneath the plates and it was specifically not retrieved. The patient was not harmed.